Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported event of component left in the patient is a know risk associated with an artificial urinary sphincter implant and is noted in the device instructions for use. Device history record: a review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could not be performed. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. B3 date of event: unknown, used the first date of the aware month.

Event description:
It was reported that one of the plugs from the artificial urinary sphincter (aus) deactivation accessory kit was left inside the patient in the incision site, requiring 3 irrigation and debridement procedures. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Date of event: unknown, used the first date of the aware month.

Event description:
It was reported that one of the plugs from the artificial urinary sphincter (aus) deactivation accessory kit was left inside the patient in the incision site, requiring 3 irrigation and debridement procedures. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.